Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing, white display and open book image. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump was not working. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify critical pump error or missing segments or partial display due to blank display.